Manufacturer narrative:
A review of the manufacturing records for the device is currently in progress.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient was undergoing treatment of an internal iliac artery lesion with a gore® viabahn® vbx balloon expandable endoprosthesis. The vessel was reportedly calcific. The device was prepped per IFU and advanced to the target lesion and withdrawn. While the delivery catheter was being withdrawn the stent became caught on the tip of the sheath which pushed the stent off the balloon. A cut down was performed to remove the stent surgically. Two units of blood were required. The patient tolerated the procedure.

Manufacturer narrative:
Updated.

Manufacturer narrative:
H.6. Results code 1 updated: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. H.6. Conclusion code 1: updated.